Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 2000016632, model/catalog description: infinion 16 lead kit 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient lost coverage in her right leg and had high impedances due to a fall that was not device related. The patient underwent an explant wherein the leads were removed.